Event description:
It was reported that a "large amount of saline flowed in and leaked from the zero stopcock although the handle of the stopcock was turned off at the patient side after priming before the kit was connected to the patient in ccu. The dpt was fixated to the holder while the saline bag was pressurized to 300mmhg by the pressurized bag after priming. The kit was waiting to be connected to the patient after priming. The amount of saline leaked from the zero stopcock was large, like it was flushed." The reporter commented that a defect on the flush device was suspected.

Manufacturer narrative:
We received one flothru dpt with the attached three-way stopcock at the male connector and merit flush device at the female luer of the dpt. The complaint of incorrect flow rate was confirmed. There was no leakage found on the kit during leak testing; however, the flow rate of the merit flush device was measured at 7.8ml/min (468ml/hr) during flow rate testing, which does not meet the specification in the IFU (2 to 4ml/hr). It appeared that the flush device housing was not assembled straight and this affected the flow rate. The defect was confirmed to be a manufacturing nonconformance of the merit supplied device. The root cause of the complaint remains under investigation. A supplemental report will be forthcoming with the investigation results. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
Root cause analysis has been requested of the supplier and corrective actions will be applied at the end of the investigation.